Manufacturer narrative:
Awaiting further info if the device will be returned for investigation. A follow up report will be provided with the lot history record review if the device will not be returned for investigation.

Event description:
It was reported that a piece of the electrode on the distal end of the wand broke off inside the pt. It is unk if the physician was able to locate and remove the device fragment. No pt complications were reported as a result of this event.